Manufacturer narrative:
The guidewire was then examined, approximately, 11.0cm of the guidewire distal end was found to be separated and was not returned. However, all the broken segments were reported to have been removed from the patient. No broken segments were found within the returned microcatheter. The guidewire was found to be bent near the distal end. Due to the damaged condition of the guidewire, it could not be used for testing with the returned microcatheter. The guidewire broken end was then sent out for scanning electron microscopy (sem) analysis. No other anomalies were observed. Based on the device analysis and reported information, the report of guidewire break was confirmed. Per the sem analysis, the wire fracture surface indicates torsional overload failure mechanism. It is likely the guidewire broke due to excessive force (pushing, pulling, twisting) used against the reported resistance. Resistance can be caused by compatibility, damage or insufficient flushing. It is possible the moderately tortuous vessel contributed to the reported event, however, the cause could not be determined. All products are 100% inspected for damages and irregularities during manufacture. Per the hydrophilic guidewire instruction for use (IFU): warnings ¿ never advance or withdraw the guidewire against resistance until the cause of the resistance is determined by fluoroscopy. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during avm interventional embolization treatment, upon delivery of the guidewire, resistance was felt within the distal section of the microcatheter and guidwire broke. It was reported that the physician chose marathon microcatheter and mirage micro guidewire to support deliver. During the delivery, resistance was felt and the guidewire was hard to be delivered in the catheter. Physician wanted to remove the guidewire but resistance was very large. The distal end of the guidewire then broke. Physician removed the whole microcatheter and the micro guidewire out of the patient. Replaced them with new marathon and mirage, and delivered them to the lesion location smoothly. No patient injury was reported. There was no patient symptom or complication associated with this event. The vessel was moderately tortuous. Reported device and any accessory devices were prepared as indicated in the IFU. The catheter was flushed as indicated per the IFU. Access vessel diameter 7mm. All broken pieces were removed from the patient.

Manufacturer narrative:
The device involved in the event has not been returned for evaluation; therefore, the event cause could not be determined. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during avm (arteriovenous malformation) embolization treatment, resistance was felt within the distal section of the microcatheter and the guidewire broke. During the delivery of the guidewire, resistance was felt making it difficult to be delivered in the catheter. The physician wanted to remove the guidewire but resistance caused the distal end of the guidewire to break. The physician removed the whole microcatheter with the guidewire out of the patient and replaced them with new marathon and mirage. The procedure was completed without further complication. All broken pieces were removed from the patient. No patient injury was reported.